Manufacturer narrative:
The commander delivery system was received with loader assembly inserted through 14f esheath. A radial tear burst at proximal shoulder of the inflation balloon area was noted no apparent balloon pieces missing. No functional testing was able to be performed due to the nature of the complaint. Imagery from the field was provided and tortuosity was present in patients access vessels, calcification was present in patients access vessels, postprocedural imagery showed the delivery system inserted through the sheath and the sheath liner was fully delaminated circumferentially at the distal end. A device history record (DHR) review, lot history review, complaint history review was not done as an existing technical summary is applicable to this event. Due to the nature of the complaint, no functional testing was able to be performed as the complaint was confirmed through visual inspection. Dimensional testing was performed; the inflation balloon single wall thickness was measured along the edges of the burst location and met the specification. A risk assessment was performed on the reported event and revealed no evidence of product non-conformances or labeling/IFU inadequacies. The complaint for failure balloon burst ,withdraw catheter through vasculature / sheath difficult or inability to withdraw system through sheath and general risk system components separate during use - balloon were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone and provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The 3mensio report shows presence of calcification in native anulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration.. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and an existing technical summary is applicable to this event therefore no preventative or corrective actions (CAPA) are required and a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Device not returned, investigation is ongoing.

Event description:
As reported, during deployment of aortic valve, the delivery system balloon burst, and the balloon had to be pulled back without being completely inflated. The balloon was still partially opened and by pulling back the whole system, it became stuck at the level of the bifurcation. Additional force was used and the vessels on the left side (the common femoral artery was destroyed by pulling out the sheath). A surgical cut-down had to be performed to resolve the situation. The valve was successfully implanted, but not fully opened (approx. 80 to 90%) and post ballooning was not possible as the patient had to go to operating room for surgery of the access site. Patient presented symptoms of delirium, and was stable post procedure, recovering from surgery.